Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with mild tortuosity, mild calcification, and 90% stenosis. After implanting another company's stent in the target lesion, the first diagonal of the lad became jailed, and the 2.0 x 12 mm voyager was delivered toward the first diagonal through the implanted stent strut. The voyager was inflated, but it ruptured at 14 atm. The voyager was changed to another company's balloon, and the procedure was completed. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident description. Balloon ruptures can be affected by numerous factors. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The lesion was mildly tortuous, mildly calcified and 90% stenosed. It is possible that the balloon material was damaged (scratched) during interaction with the lesion/anatomy, such that the balloon ruptured at 14 atm, rated burst pressure, as no leak was noted during the preparation for use. In this case, a conclusive cause for the reported balloon rupture could not be determined.